Event description:
The company representative (rep) additionally reported that the impedances were >4,000 on contact 1 and 2 before surgery. The impedances were not taken again just before surgery, but during the surgery all 4 contacts were checked reading >4,000. After the fall the patient thought the stimulation still worked fine. The hcp thought it was because of the shape of the pocket adaptor that I bent round the pocket adaptor and it was causing a fracture in the lead of the adaptor. A new lead and extension were put in and everything worked fine. The patient was happy with the new lead and new battery. The device was implanted for complex regional pain syndrome (crps), but the patient was waiting to get his arm amputated.

Manufacturer narrative:
Analysis found no anomaly with the adaptor (lot no 0207856685) and no significant anomaly with the adaptor (lot no 0208511003). Device code (B)(4) no longer applies to the event. The method, result, and conclusion codes apply to both adapters. The conclusion code still applies to the implantable neurostimulator and lead.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 74001, lot# 0207856685, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: adapter. Product ID: 74001, lot# 0208511003, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: adapter.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient fell a month prior to this report and since then high impedances were measured. At the time of this report, the implantable neurostimulator (ins) was being replaced and a pocket adaptor was being used. When the pocket adaptor and new ins were connected to the lead, impedances were measured to be greater than 10,000 ohms on all contacts. Impedances were checked again after the pocket adaptor, plug, and boot were disconnected and reconnected. The impedances were measured to be greater than 4,000 ohms. When the impedances were run at a higher amplitude, the impedances increased. The patient was feeling a bit of stimulation when the amplitude was at 10v. The hcp found it hard to put the ins and pocket adaptor in the ins pocket so they were working and bending the leads a lot to get them in the pocket. The hcp decided to make the ins pocket bigger for the ins and pocket adapter. After the pocket was made bigger, impedances were measured to be greater than 10,000 ohms. The hcp then noticed the lead part of the pocket adaptor had a bend in it and they thought it was fractured. Another pocket adaptor was tried, but impedances remained high. The hcp was thought there was a weakness in the pocket adaptor since they were bending where the lead came out of the adaptor. The patient's lead was implanted 21 years ago so they were going to have the lead replaced on (B)(6) 2016. The second pocket adaptor was cut where the lead of the adaptor goes into the ins. The hcp placed the new ins in situ until the lead is replaced. The issue was not resolved at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.